Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.

Event description:
Patient reported left side pain, recall, and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a

Event description:
Patient reported left side "pain", "contracture", "recall", and "periprosthetic fluid" diagnosed via MRI. Capsular contracture baker grade was later noted to be IV. The device remains implanted.